Event description:
It was reported that the right ventricular superior vena cava (svc) lead coil impedance was high and then fluctuating from low to high impedance. It was also reported that there was a question about a possible lead fracture. The patient was brought in for testing which revealed a "proximal coil failure." No intervention has been done and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.